Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type: screening device. (B)(4).

Event description:
It was reported that there were stimulation/therapy issues and a loss of stimulation/therapeutic effect that was sudden. This happened during the trial, it must have migrated down. Diagnostic testing or troubleshooting that was performed included impedance testing and reprogramming. The leads were not damaged. It was concluded that it was pulled out of the epidural space by an accident from the patient jumping into a pick up trunk. Patient status at the time of the report was alive no injury and there were no patient symptoms or complications associated with the event. The leads were pulled the following day.